Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) was displaying a "autofill failure" alarm message. There was no patient involvement or harm reported. A getinge field service engineer (fse was dispatched to evaluate the unit. The fse reported that the equipment was tested and they tried to calibrate the bimba cylinder. The fse reported that the unit required a new bimba cylinder to make the unit functional. The bimba cylinder (0202-00-0133) was replaced and the unit was tested properly and handed over to the customer in working condition.

Manufacturer narrative:
(B)(6).